Event description:
It was reported by the rep that the (1) tct10 was used during a transverse colectomy procedure. It was reported by the rep that upon 2nd firing of tct10 the firing knob was difficult to advance. Once the instrument was fired it was found that the staples did not close on the tissue. The tissue however was transected. The anastomosis was completed by using the suture. There was no consequence to the pt.